Event description:
It was reported that a total parenteral nutrition solution bag contained fibers inside. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection of the device did not identify any particulate matter. The fluid was vacuum filtered. The retentate was examined under a stereomicroscope and a light microscope. No particulate matter, malfunctions or abnormalities were identified during product evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.